Manufacturer narrative:
This information was received from the mechanical circulatory support product surveillance registry study. Concomitant medical products: product ID: (B)(4), implant date: (B)(6) 2020, product type: (B)(4) lead, implant date: (B)(6) 2020. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced transient right arm weakness and numbness that resolved prior to arrival at hospital. The (B)(6) of health stroke scale (nihss) was 0 at baseline. Transient ischemic attack (tia) was suspected. .a computerized tomography (CT) head without contrast demonstrate no intracerebral brain hemorrhage (ich) or other acute intracranial process. A brain and neck CT angiogram (cta) was negative for large vessel occlusion, significant stenosis, or aneurysm. The patient was evaluated for intracardiac thrombus with cardio-embolus as potential etiology for tia. Echocardiogram with echobright structure most consistent with acute thrombus. Hemolysis labs negative. Likely tia without evidence of thrombus. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced transient right arm weakness and numbness that resolved prior to arrival at hospital. The national institutes of health stroke scale (nihss) was 0 at baseline. Transient ischemic attack (tia) was suspected. .a computerized tomography (CT) head without contrast demonstrate no intracerebral brain hemorrhage (ich) or other acute intracranial process. A brain and neck CT angiogram (cta) was negative for large vessel occlusion, significant stenosis, or aneurysm. The patient was evaluated for intracardiac thrombus with cardio-embolus as potential etiology for tia. Echocardiogram with echobright structure most consistent with acute thrombus. Hemolysis labs negative. Likely tia without evidence of thrombus. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from the mechanical circulatory support product surveillance registry study. Concomitant medical products: dvfb1d1 ICD, implant date: (B)(6) 2020. 694765 lead, implant date: (B)(6) 2020. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional information: - b5 desc evt problem: additional information received regarding medication administered to the patient during hospitalization. - h5 imf (annex f) health impact: updated to include code f2303 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was administered oral statin, intravenous diuretics and antiemetic via intramuscular medication during the hospitalization.

Manufacturer narrative:
A supplemental report is being submitted as the investigation summary was revised. Updated product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site revealed that the patient experienced transient right arm weakness and numbness, which resolved before patient arrival at hospital. The patient was suspected for transient ischemic attack (tia). A computerized tomography (CT) head scan revealed no intracerebral brain hemorrhage (ich) or other acute intracranial process. A brain and neck computerized tomography angiogram (cta) revealed no large vessel occlusion, significant stenosis, or aneurysm. Of note, the patient was evaluated for intracardiac thrombus with cardio-embolus as potential etiology for tia. Hemolysis labs were negative, and tia was likely without evidence of thrombus. Additionally, the patient was treated by administering oral statin, intravenous diuretics and antiemetic via intramuscular medication. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues rel ated to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation complete. Product event summary: ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site revealed that the patient experienced transient right arm weakness and numbness, which resolved before patient arrival at hospital. The patient was suspected of transient ischemic attack (tia). A computerized tomography (CT) head scan revealed no intracerebral brain hemorrhage (ich) or other acute intracranial process. A brain and neck computerized tomography angiogram (cta) revealed no large vessel occlusion, significant stenosis, or aneurysm. Of note, the patient was evaluated for intracardiac thrombus with cardio-embolus as potential etiology for tia. Hemolysis labs were negative, and tia was likely without evidence of thrombus. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.